Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the pusher assembly of the ruby coil became kinked while advancing the ruby coil through the lantern. Subsequently, the ruby coil prematurely detached within the lantern. Therefore, the ruby coil was removed and was no longer used in the procedure. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.